Manufacturer narrative:
The following other device was also listed in this report: triathlon ps fem comp #2r-cem; cat# 5515f202; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report. Not returned to the manufacturer.

Event description:
On (B)(6) 2012, the patient underwent the surgery with triathlon ps by navigation tka. The pain and an abnormal noise occurred to the patient's knee. The surgeon diagnosed patellar clunk syndrome. Therefore the surgeon planning the arthroscopic surgery on (B)(6).